Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the MRI was to take place on (B)(6) 2017.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient cancelled their MRI and their follow up appointment with their healthcare provider. The healthcare provider had no further information about the event.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The rep reported that the patient experienced a sudden lack of coordination. The hcp reported that they suspect that a potential stroke is the cause. The hcp reported that they plan to do an MRI to look for a potential stroke. It is unknown when this first occurred. Refer to manufacturer report #3004209178-2017-04366.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.